Event description:
It was reported that the needle broke off at the base and the pigtail (IV extension set) had to be changed because there was piece of the needle left in the hub/port of the extension set. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number. H6. Investigation codes: updated. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.